Event description:
The customer observed false low advia centaur xp bnp auto dilution results and gelation occuring with auto dilution plasma samples and multi diluent 1(md1) reagent stored on the instrument. The customer also observed the same issue with another advia centaur replacement system. There was no known report of patient treatment being altered or adverse health consequences due to the discordant low advia centaur bnp dilution assay results.

Manufacturer narrative:
Siemens initially assessed this incident as no health risk as the difference between the values would not make a difference clinically and the clinical cutoff for bnp is 100 pg/ml. On 08/13/2012: based upon additional information and investigation, internal studies have confirmed a decrease in onboard recovery when using multi-diluent 1 that have been stored on board the advia centaur and advia centaur xp systems. As a result, an urgent device recall notice no. 10813388 / urgent field safety notice no. 10813387 was issued to siemens customers july, 2012.